Event description:
Surgeon was placing screws in mandible and head sheared off of two of them.

Manufacturer narrative:
The macroscopic and microscopic investigations show that the mp screw broke as a result of too high torsional and bending forces (whereas the torsional forces prevailed) in forced rupture mode during the insertion. Indications for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation also no indication was found for any device related event.